Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that it was her first day wearing the insulin pump and she had been experiencing low blood glucose. The customer stated her blood glucose was 62 mg/dl and then 51 mg/dl. The customer treated with two glucose tablets. Current blood glucose was 92 mg/dl. The customer had eaten and bolus was partially delivered, she tried to bolus and got a max bolus exceeded alarm. The customer mentioned she has an other medical conditions that are at play that make it hard for her to remember things. Customer was advised to discontinue the use of the device until her appointment with the doctor the next day to get assistance.